Event description:
Patient stated that the v-go device fell off when he was sleeping on saturday (B)(6) 2019. Patient stated he prepares the area with alcohol and sits when he applies the v-go to the side of his abdomen. Patient threw away the device in question.